Manufacturer narrative:
A1-a5 patient information was not provided. H11. Livanove deutschland manufactures the heter cooler 3tsystem, the event occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that heater cooler 3t system patient pumps were found to be defective during service intervention. Reportedly several error codes were also displayed. To solve the issue, distribution board was replaced. There was no patient impact.